Event description:
On (B)(6) /2014, the reporter contacted animas alleging that the battery cap could not be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: the pump was not returned with the caps, so a test pump was used to complete the investigation. Both battery caps were able to fully tighten until the yellow o-ring was seated and flush with the pump case. The battery caps springs were secure and the contact height and width were within specification. No pump reboots occurred.